Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant crown #30 seemed to be loose. Upon removal of the implant crown #30 and abutment, the facial half of the #30 implant collar was found to be fractured and came off easily to the touch of the dental explorer. A periapical radiograph was taken at that time to record the fractured implant collar on #30. The implant body was removed and bone graft and a resorbable membrane was placed, in preparation for a new implant placement in 4 months. Symptoms as a result of the event: pain, inflammation

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿ k011028/k013227. Upon follow up it has been identified that this report has already been submitted under (B)(4) (0002023141-2023-03286). Therefore this report is a duplicated, no additional reports would be submitted.